Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure is getting taken out") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced adverse event ("had issues just getting diagnosed for that") and underwent medical device removal (seriousness criterion intervention required). No causality assessment was received for essure with regard to medical device removal or adverse event. The reporter commented: had for 10 years. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure is getting taken out") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced adverse event ("had issues just getting diagnosed for that") and underwent medical device removal (seriousness criterion intervention required). No causality assessment was received for essure with regard to medical device removal or adverse event. The reporter commented: had for 10 years. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure is getting taken out") in an adult female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. An unknown time later she experienced alopecia ("had issues just getting diagnosed for that / hair loss"), abdominal pain lower ("stabbing pains in abdomin area"), palpitations ("heart palpitations"), arthritis ("arthritic hands"), back pain ("back pains") and polyarthritis ("arthritic joints"), was found to have white blood cell count increased (""I have experienced increased wbc") and underwent medical device removal (seriousness criterion intervention required). No causality assessment was received for essure with regard to medical device removal, alopecia, abdominal pain lower, white blood cell count increased, palpitations, arthritis, back pain or polyarthritis. The reporter commented: had for 10 years. Has not been removed yet, will be removed in a few weeks. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 02-oct-2023: hcp reporter added , event - "back pain , arthritic hands, arthritis joints heart palpitations, increased wbc, lower abdominal stabbing pain, hair loss", insertion date added and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.